Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID neu_unknown_lead, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an external neurostimulator (ens). It was reported the patient's evaluation started on (B)(6) 2018 the caller said the patient had a cold during the process so they wanted to wait to put in the permanent implant. Caller said when the patient went back to the doctor on (B)(6) 2018 the doctor pulled the bandage back and noticed the patient had a bad infection. Caller said the patient was in the ER and the hospital and had to go to rehab. Caller reported everything was removed and the patient didn't have anything implanted at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient had a severe infection. The caller noted the device had been removed because of it. It was noted the patient¿s indication for use was urge incontinence and urgency frequency. No further complications were reported.